Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient is not sure if the implantable pulse generator (ipg) "is working" and "is turned off". The patient also reported "an issue with one of the leads", may have "experienced an episode" and noted a possible telemetry issue. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.